Event description:
The customer reported the evis exera iii xenon light source caused an error b30 error (scope communication error). The customer reported the issue was found during preparation prior to use. The scheduled diagnostic esophagogastroduodenoscopy was cancelled. The patient was in the procedure room but no anesthesia had been administered when procedure was cancelled. No adverse effects reported.

Manufacturer narrative:
Evis exera iii gastrointestinalvideoscope. The device was not returned for evaluation. The customer was contacted by technical service and troubleshooting was conducted over the phone. An olympus representative instructed the customer to press the escape key on the cv-190 (evis exera iii video system center) keyboard and power down both the cv-190 and clv-190, remove the scope from the tower and clean the electrical contacts with 70% isopropyl alcohol. It was also recommended to use canned air on the clv-190 connector socket. The customer also reseated the maj-1941 light source cable and connected the scope to the cv-190/clv-190 tower and powered it back on. The customer stated that the device displayed an e216 error (scope communication error) code. The customer connected another gif-hq190 scope to the tower and received an e216 error code. The customer also reported that the nbi feature was intermittently lit on the front panel of the clv-190. The olympus representative asked the customer to check the lamp life counter; the customer reported the lamp life counter read "500 hours". The olympus representative recommended replacing the lamp. The customer later confirmed the lamp was replaced and this resolved the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.